Event description:
It was reported that at some point following replacement (see MFR report #3004209178-2011-03625), the leads had moved. A revision was scheduled. No pt symptoms were reported. Additional info has been requested, but was unavailable as of the date of this report.

Manufacturer narrative:
(B)(4).